Manufacturer narrative:
Model number/catalog number: sc-1110-02 , serial number: (B)(4), batch/lot number: 14390114, model/catalog description: precision ipg kit. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient's lead had migrated and that the patient was not getting adequate coverage. The patient underwent an explant procedure.